Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the returned device identified the device had a broken shell, creases, and a missing shell. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified a striated break. Based on the device analysis, the final assessment is a striated edge opening on the anterior side due to surgical damage, and missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: the device was broken shell, creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Missing shell assessed as inconclusive. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.